Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that the system was displaying "system booting please wait" for longer than normal. The system was restarted multiple times. The system was then restarted with the mobile view station (mvs) disconnected. The system got past system booting and went to initializing for about 5 minutes. The mobile view station (mvs) was then plugged in the system worked as intended. There was a delay of less than 1 hour and no reported impact to patient outcome.